Event description:
Rust on device.

Manufacturer narrative:
It was reported that rust was identified on several of the wheels and on the towel inside the wrap. We only have one lot in house, so they are placing them in a large sharps container to access tomorrow. I have requested pictures and the few that we opened outside the core have been quarantined for medline's quality team to review. No adverse event, sterilized product was not usable. There were no reports of death, serious injury, medical intervention, or follow up care.